Manufacturer narrative:
H10: the lot number was provided and a lot history review was performed. The sample was not returned for evaluation, however, four photos and a video were provided for review. The investigation is confirmed for the leak and catheter ballooning issue. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600520 chronic catheter allegedly experienced stretched and fluid leak. This information was received from one source. The event involved a patient with no known impact to the patient. The patient is a 2 year old female who weighs 10 kgs.

Manufacturer narrative:
As the lot number for the device was provided, a lot history review will be performed. The return of sample is pending; however, the photo and video were provided. The company is still investigating the issue at this time

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600520 catheter, intravascular, therapeutic, long-term greater than 30 days allegedly experienced stretched and fluid leak. This information was received from one source. The event involved a patient with no known impact to the patient. The age of (B)(6) female patient was not provided.